Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that occlusion, adjustment not possible.

Manufacturer narrative:
The valve was returned in an unknown fluid using the retunkit. The progav2.0 was at pressure level 5 cmh2o adjusted. A visual inspection was performed but there was no obvious damage. A penetration test was performed to check a possible blockage of the valve. This test is at a hydrostatic pressure difference of approx. 20 - 30 cmh2o in flow direction carried out. The investigation showed that the valve is permeable. The valve pressure levels were tested and the investigation showed that the valve could be adjusted in all pressure step ranges. To measure the brake release force the brake force meter was checked. Housing must be exercised to release the rotor to the valve through the magnet integrated in the device. The brake functioned properly. The measured values of braking force were within the expected specification. The investigation did not confirm suspicion of constipation and "non-adjustability". No further actions are required.